Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch ultramini meter was displaying the low battery indicator symbol. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue has been ongoing for some time stating that he has been replacing the subject meter¿s battery regularly since (B)(6). Replacing the subject meter¿s battery would reportedly stop the appearance of the battery indicator symbol enabling the patient to obtain blood glucose results for some time before the symbol would appear again. The patient stated that between (B)(6) and the time of the initial call he replaced the subject meter¿s battery ¿6 times¿. The patient manages his diabetes with oral medication (¿metformin 10mg and glipizide 10mg¿), diet and/ or exercise and he reported that in response to the alleged product issue, despite not being able to obtain a blood glucose result, he continued with his usual course of diabetes medication. The patient claimed that at 9pm on (B)(6) 2019, he began to develop the symptoms of ¿felt dizzy, couldn¿t talk and fell on the floor¿ he also alleged that he needed to be helped back up by his wife and at this point paramedics were called. The paramedics attended the patient at 9:30 and tested his blood glucose on their meter where the result obtained was ¿30 mg/dl¿. The patient reportedly received treatment of being given something sweet to eat, ¿a peanut butter and jelly sandwich¿. The patient denied receiving any further treatment be that from the paramedics or self-treatment. During troubleshooting, the csr verified that this was not the first time the patient had used the subject meter, there was no product misuse associated with this complaint and, based on the information provided, the subject meter¿s batteries did not need replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after not being able to perform a blood glucose test due to a battery indicator symbol appearing on the subject meter.